Event description:
I used fixodent from approx 2002 to 2010. After use of the product, my toes became numb and tingling and burning of my feet and legs. In 2009, I was diagnosed with neuropathy and nerve damage. I have tried several medications but could not overcome the reactions of the medicine. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: 2002 - 2010. Diagnosis or reason for use: denture adhesive. Event abated after use: no.